Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The exterior of the samples were inspected and did not find any evidence of a failure that would support the reported event. The evaluation verified that the returned sample balloon shape was found within specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[direction for use] the device is intended for single use only and is not reusable. 1) cleanse the area around the external urethral meatus with the cotton c\balls immersed in the antiseptics. 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that urine leaked along the catheter due to an asymmetrical balloon on the 3rd day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked along the catheter due to an asymmetrical balloon on the 3rd day of placement.